Manufacturer narrative:
The quick release base was returned to the manufacturer for analysis. Analysis found that the links had seized and there was rust visible on the sides of the links. Analysis found that the reported event was related to a mechanical issue. Device manufacture date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the site could not lock the pins on the quick release base. There was no patient present when the issue occurred.